Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would periodically turn off and that the battery charge light was flashing. The programmer was at times being used with a patient when this occurred. The caller was advised to order a new battery and power supply and to monitor the icon for battery and line power operation. The programmer is currently awaiting a new battery and power cord. No patient complications have been reported as a result of this event.